Manufacturer narrative:
The commander delivery system was returned to edwards lifesciences for evaluation. The delivery system was returned with the guidewire partially inserted. Visual inspection revealed a radial tear on the distal end of inflation balloon. The balloon material was pulled over the nose tip. The guidewire was unable to be removed from the delivery system. X-ray image showed no kinks on the guidewire shaft. No functional testing was able to be performed due to the condition of the returned delivery system (balloon burst and guidewire lodged in lumen). Double wall thickness measurements were taken along the inflation balloon tear. All measurements met specification. During manufacturing, all balloon catheters undergo multiple 100% inspections. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. The complaint for balloon burst was confirmed. Review of the manufacturing mitigations, DHR, lot history, and complaint summary did not provide any indication that a manufacturing non-conformance contributed to the complaint event. Per report, the patient¿s native annulus calcification was severe and native leaflet calcification was moderate. Based on the available information from the complaint history review, the suspected root cause is likely due to patient factors (calcification). The complaint for resistance with guidewire was confirmed. The x-ray images did not show that a kink occurred with the guidewire and guidewire lumen itself. Review of the manufacturing mitigations, DHR, lot history, and complaint summary did not provide any indication that a manufacturing non-conformance contributed to the complaint event. It is possible that the balloon burst may have contributed to the reported resistance. The complaint description did not mention any resistance with the guidewire during advancement of the delivery system, only after the balloon burst. Therefore, it is possible that the balloon burst may have affected the guidewire lumen causing it to constrain onto the guidewire. A definitive root cause was unable to be determined at this time. No manufacturing non-conformities or IFU/labeling inadequacies were identified. A review of the complaint history for (B)(6) 2016 revealed that the occurrence rate does did not exceed the control limits for these trend categories. No corrective or preventative action is required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, during a transfemoral tavr procedure, during the final stage of valve deployment, the delivery balloon ruptured. The 23mm sapien 3 valve was deployed in a 90:10 aortic position, resulted in mild leak. A safari wire also became stuck in the delivery system, and both had to removed as one. The patient was in stable condition at the conclusion of the case. It is perceived that the balloon burst ruptured due to the patient's heavily calcified annulus and lvot as the balloon rupture was located on the distal end of the device.